Manufacturer narrative:
(B)(4). Actual device not available for return. Investigation completed based on bravo study data. Review of accuview graphs determined ph levels had dropped below 4ph and then signal increased to ph 8 prior to study completion, confirming that the capsule detached from the esophagus prior to the end of the procedure and fell into the stomach.

Event description:
Customer reported bravo ph capsule detached from esophagus prior to the end of the procedure. A repeat procedure will be scheduled.